Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx applier was used as an accessory device for the endovascular treatment of a patient.   It was reported that during implantation of one of the endoanchors, after completing the first stage of deployment, the physician believed that the endoanchor was through the stent graft material and continued with the second stage of deployment. However upon second stage deployment, it became apparent that the endoanchor had not gone through the stent graft fabric, and it began to float freely. The dislodged endoanchor floated up slightly, and came to rest in the left renal artery. The physician then attempted to retrieve the dislodged endoanchor using a wire/catheter/snare, however the endoanchor continued to migrate further into the renal artery, before coming to rest in a branch of the renal artery. The physician stated that the anchor size looked equivalent, if not slightly bigger, than the branch itself. Since the anchor could not migrate further down the branch due to its larger size, and due to the known risk of trying to pull the anchor out of the branch causing a tear in the renal artery, the physician decided to leave the anchor stuck in the branch. Per the physician the cause of the event could not be determined. The physician speculated that it could have been a parallax issue, or possibly due to proximity to the proximal edge of the graft, but did not know for certain what was the cause. The physician was hopeful that the renal artery branch will stay open, but if the branch were to thrombose it would not affect the patient's entire kidney function. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film analysis summary: the exact cause of the endoanchor not implanting into the stent graft/aorta and floating into the renal artery could not be determined from the limited films provided. The anatomy at implant is unknown, and complete films during implant including images during implant of the anchor(s) were not available for review. This may have been due to a procedural and/or anatomical issue. Improper orientation of the guide/applier to the endograft, excessive unsupported applier, implanting in fabric not in apposition to the native vessel wall, not maintaining constant position and pressure through out the anchor deployment sequence, and deploying in areas of calcification, thrombus, and highly angulated anatomy, are all potential contributors to the inability to deploy the anchor. If information is provided in the future, a supplemental report will be issued.